Manufacturer narrative:
The investigation for the reported delivery issue has been completed. Data logs showed the pump stopped immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm. All pump performance metrics were within specification prior to the pump stop. Visual inspection of the returned pump revealed a large impeller purge gap. No other abnormalities were found. In conclusion, it was determined that the cause of the pump stop was bearing wear. The device was used beyond its intended design life of 8 days per design trace matrix 0046-9910. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After nine days of support, the impella cp's pump stopped. The medical staff tried to start pump several times without success and the impella cp was explanted. No additional information is available.